Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed that the serial number on the input/output printed circuit board, the processor printed circuit board, and the mechanism assembly were all different than the serial label on the outside of the pump. This indicates that unauthorized repairs were performed on the pump which could compromise all internal electrical components. The device could not be repaired and has been removed from service. See scanned page.

Event description:
During baxter's functionality testing of a spectrum infusion pump, it was discovered that the pump had been adulterated by the customer. The internal serial number and external serial label did not match. Any pt involvement, injury or medical intervention is unk.